Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within each cornu is a silver-metallic coil-shaped medical device consistent with a tubal occlusion coils') in a female patient who had essure inserted for female sterilisation. The patient's medical history included dysmenorrhoea and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device embedment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within each cornu is a silver-metallic coil-shaped medical device consistent with a tubal occlusion coils') in a female patient who had essure inserted for female sterilisation. The patient's medical history included dysmenorrhoea and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device embedment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received. Reporter information, removal details, auto-narrative supplement and other relevant history added. Event: "injury to herself" updated to "embedded within each cornu is a silver-metallic coil-shaped medical device consistent with a tubal occlusion coils".case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.